Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system intermittently would not fluoro during a case. No pt injury was reported.